Event description:
Additional information from patient was received. When asked to clarify the stimulator was not working for quite a few years, and there was any concern about device or therapy, patient stated it still charged up till may, 01-2018. When they moved, and patient had never found the cord that plugged into the wall, patient could not charge the unit. It was noted the thing did not work after patient fell on (B)(6) 2018. When asked the circumstance that led to stimulator not working, patient said patient did not use it because it did not work right, patient was no longer feeling it on the back but in stomach. This needed to be fixed, it worked great until patient feel. Steps were taken to resolve stimulator not working and the overdischarge, patient finally ordered a new cord, so it was charged now, it would need reprogrammed, but charging would not help. Patient was told a lead was unplugged, and when it was programmed until the lead was fixed, nothing would help. It was noted those issues were not resolved, patient tried to get an appointment with doctor, and patient was turned down every time. Additional information from representative on 2019-may-24 indicated patient ¿s device interrogated, and all impedances were within normal range except electrode 8. It was noted electrode 8 was not being used by any of her four programmed groups. Patient was getting stim (ld settings) and good coverage. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on 2019-apr-24. It was reported that the patient did not have stimulation for one year and they had not charged their device. As a contributing factor, it was reported that the ac power cord/wire was broken. A new piece of equipment was sent to the patient and an appointment was scheduled for (B)(6) 2019 for the rep to assist the patient with recharging. The issue was not yet resolved at the time of the report. There were no further complications reported or anticipated.

Event description:
Additional information from rep indicated connector pin was mislabeled. Patient added patient fell in 2016. A replacement recharger and desktop charger would be sent, connector pin was broken, and it was plugged in upside down. Patient was with rep and investigated connector on recharger did not look right. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the ins was suspected to be in overdischarge. The hcp said that the patient stated that the ins 'hasn't worked' in quite a few years. The hcp did not know what that meant. The hcp said that the patient states in may of this year it will be one year since they had last charged the ins. No symptoms were reported. No further complications were reported/anticipated.